Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gladius mg18 pv es guide wire was returned for evaluation. Missing of the tip was confirmed on the returned guide wire. The fractured coil was elongated for approximately 17.5cm from the proximal solder that was originally located at 45mm from the tip. Along with elongation of the coil, the outermost polymer jacket was also elongated. The core wire was found fractured at approximately 21mm from the proximal solder where the torn end of the elongated coil was also located. Microscopic observation revealed that the core wire was bent proximal to its fracture end and had a flat fracture surface. These findings indicated that torsion had contributed to fracture of the core wire that was being bent at the time torsion was applied. The coil was also twisted proximal to its fracture end and had a flat fracture surface, indicating torsion had caused the coil to fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with torquing wire manipulation in attempts to cross had most likely contributed to the reported tip separation of the gladius mg18 pv es guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was bent and restricted its movement likely by angled anatomy. Elongation of the coil and tearing of the polymer jacket were most likely occurred during removal due to generated tensile stress (in addition, the inner coil was likely detached from the core at the same timing). It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius mg18 pv es guide wire had separated during a plain old balloon angioplasty (poba) to treat heavily calcified, moderately tortuous lesions in the anterior tibial (at) and posterior tibial arteries. The guide wire was intended to cross the at and break back into the dorsalis pedis (pd). When it was advanced through a non-asahi cxi 018 catheter for support and torques to pass through the angled segment at the dp, the tip of the guide wire sheared off. The procedure at this stage was performed subinitimally and retention of the separated tip was considered not a problem. The patient was doing fine without adverse effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with torquing wire manipulation in attempts to cross had likely contributed to the reported tip separation of the gladius mg18 pv es guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement likely due to angled anatomy. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]; observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.